Event description:
Additional information received noted a catheter revision was performed at the same time as the baclofen pump revision took place. The reason for this was the tip not being in the right place. Therefore, the patient probably did not receive the right dose of baclofen. Additional information has been requested, but was not available as of the time of this report.

Manufacturer narrative:
Reported date 2015-05-29 removed.

Manufacturer narrative:
Concomitant product: product ID 8781, lot # 0209144421, implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
It was reported a pump revision occurred. The cause of the revision was not reported. It was unknown what medication was in the pump. There were no reported symptoms. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the catheter was replaced because of a blockage. The baclofen dose was not adjusted following the surgery.

Manufacturer narrative:
(B)(4)